Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02780. It was reported the patient had an infection at both the ipg and lead sites. As a result, the doctor cleaned the ipg pocket. The date of the procedure is unknown. The patient was given antibiotics.

Event description:
Device 1 of 2: reference MFR number: 1627487-2017-02780. Follow-up revealed the infection had been cleared over time.